Event description:
Caller states the advantage meter displayed a result of 532 mg/dl with no blood applied to the test strip. No adverse event reported. No action taken based on device result. Requested return of suspect device and replacement was sent.